Event description:
Symptoms/ae: infected access site pseudoaneurysm treated with debridement and vein patch. Time of symptoms/ae: 6 days after vessel closure. The following event was noted through a periodic article review that 1807 patients underwent diagnostic/percutaneous coronary interventions followed by arteriotomy closure of the common femoral artery (cfa) with a prostar device. The patient underwent diagnostic cardiac catheterization via the right femoral artery and, 4 days later, a rotational arthrectomy and angioplasty; again, using the right femoral artery. Vessel closure was achieved with an 8fr prostar device. Six days later, the patient developed fever, chills, and groin pain. The patient was evaluated the following day due to progressive hepatic, renal and pulmonary dysfunction. An infected pseudoaneurysm caused by s. Aureus was noted resulting in debridement of the abscess with a sartorius muscle flap and vein patch. The patient remained hospitalized for twenty-five days and despite aggressive treatment, the patient's multisystem organ failure progressed and expired 3 weeks later. The article does not describe the sterile technique used for the vessel closure procedure and no device malfunction was described.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: randolph l. Geary, md, et al; "infection is an unusual but serious complication of a femoral artery catheterization site closure device". Ann vasc surg 2001; 15:567-570.